Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal the stent delivery system pulled apart in the guide catheter. The entire system was removed without incident. No pt injuries or complications occurred.